Event description:
It was reported that the patient had a right total hip replacement done on (B)(6), 2008. After the patient had his left hip replaced in (B)(6), he started hearing a squeaking and clicking noise coming from his right hip replacement when walking and upon standing.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.